Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a 445cc mentor memorygel breast implant experienced asymptomatic left sided rupture post procedure. The rupture was diagnosed through a physician¿s visit on (B)(6) 2019. Magnetic resonance imaging also confirmed left sided rupture. Right sided rupture was found through computed tomography, and was not detected with subsequent magnetic resonance imaging. As a result, an explant without replacement was performed on (B)(6) 2020. The left sided rupture was reported initially under 1645337-2020-01345. On 1/21/2020 mentor received additional information and initial awareness of the potential for right sided rupture. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information was received on march 2, 2020. When the devices were explanted, they were replaced with 490cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a rupture of the breast implant. A manufacturing record evaluation (mre) was performed for the finished device number 6600453, and no non-conformance's related to the reported complaint were identified. During visual evaluation of the sample a crease was noted on the anterior extending to the posterior view. Within crease a tear measuring approximately 0.2 cm was noted on the anterior view. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).